Event description:
A site representative, registered nurse (rn), reported that while in a cranial procedure, registration was lost after completing a stealthmerge of CT-a and magnetic resonance imaging (mr). Touch-n-go registration was completed on the CT-a for a tumor resection. In trouble-shooting, the rn did not recall a message being displayed when the merge was completed. The message stated the registration would be lost if the user proceeded. When stealthmerge was accessed, again, the mr was selected as the reference exam. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
09/24/2014 a medtronic representative, following-up at the site, reiterated to the them that the reference exam cannot be switched during merge. Software was functioning normally. 09/24/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. It was noted that it is suspected the wrong reference exam was selected when merging. Unable to determine probably cause based on then information provided. - no parts have been returned to manufacturer for analysis.